Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Per (B)(4) , cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.